Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced failure code 810:11. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) during dwell 3 of 5 on the homechoice. The home patient (hp) was connected at the time of the alarm. All bags were properly spiked and connected, no leaks were seen and the hp had not disconnected prior to the alarm. The technical service representative (tsr) explained the alarm to the hp and had his cycle the power to the machine. The tsr advised hp to use manual bags or start over again using new supplies. Cause of the alarm was undetermined. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).